Event description:
It was reported that the ventilator stopped blowing air with no audible alarm. It is unknown if the ventilator was connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na.